Event description:
According to the initial reporter, she applied 3m nexcare gentle paper tape, catalog #781 to secure a gauze pad to her son's forehead and within a short period of time his skin became red, he became itchy, developed hives and had trouble breathing. He was taken to the emergency room and treated for an acute allergic reaction. He is currently fine. The initial reporter did not indicate if her son had any known allergies. A material safety data sheet (msds) for this product was provided to her.

Manufacturer narrative:
The device was not returned to 3m for eval and the lot number was not specified. The nexcare gentle paper tape catalog #781 does not contain latex. In summary, based on the info reported, 3m cannot draw any conclusions about the cause of this event.